Event description:
Reporter states her glucose meter gave high readings and she was unable to test due to the meters no longer containing control solutions. The meter read 150mg/dl, baseline ranges from 110-120mg/dl. The pt increased her diabetic medication, which didn't affect the results. She tested her blood glucose with a new meter which confirmed the inaccuracies.